Event description:
The pump was returned for investigation. Investigation revealed that there was contamination found under the contrast button. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad symbols were found to be worn. The keypad was found to be intact. All of the keypad buttons responded appropriately. There was contamination found under the contrast button. (B)(6).